Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a downstream occlusion (dso) seal bubble, lcd lens scratched, and battery door broken. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a bad dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device would not recognize the cassette. The event occurred during during preventive maintenance.